Event description:
A peritoneal dialysis (pd) patient reported a cycler that was turning off and on. It occurred four times. The patient was not connected during incident. There was not a power outage or outlet issue. Power cord was securely plugged in. The technical support representative advised to contact the pd nurse to inform of replacement and to return power cord with the cycler. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. This event represents a reportable malfunction in which an internal short on a component was reported; therefore a malfunction MDR will be generated and filed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior encountered misaligned touchscreen. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however cycler unable to power on to ready screen. Unable to power on cycler due to short caused by exposed metal on manifold a cable making contact with load cell. An internal visual inspection of the returned cycler was performed and encountered no discrepancies.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short.